Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the event occurred since the user did not use a water filter in the equipment, however, used external filter. Therefore, it was considered that the user did not follow the IFU (instructions for use). The event can be prevented by following the instructions for use (IFU) which state: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information. The customer answered the following questions: did you reprocess the scope with an oer (olympus endoscope reprocesor) that had foreign material on it? A:no. Is there ever a delay in the start of pre-cleaning? (Is there a time lag between the end of clinical use and the start of pre-cleaning?) A:no. Did you wipe the insertion site? A:yes. Did you aspirate water from the forceps/suction channel? A:yes. Pumped air and pumped water? A:yes. Did you find any defects in the accessories used for reprocessing? A:no. Did you soak the endoscope in the cleaning solution? A:yes. Did you wipe/brush the outer surface of the endoscope with gauze, brush, or sponge? A:yes. Did you brush the inside of the channel? A:yes. Do you have any other concerns regarding reprocessing? A:no. Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer (fse) reported to olympus, the evis lucera elite gastrointestinal videoscope was incorrectly reprocessed as it was used in a basin which contained stones (calcium carbonate). The water quality in the area was hard. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the investigation was based solely on the information provided by the customer and the field service representative. It was found that the scope was processed in a reprocessor with water quality in the area being hard water, which caused stones. Electric valve was damaged. It was reported that the water filter was replaced every three months. The water filter inside the equipment was not used. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.